Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. The event can be detectable and preventable by following the instructions for use which state: instructions evis lucera elite colonovideoscope olympus pcf-h290zl/I reprocess manual chapter 3 compatible reprocessing methods and chemical agents. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope disinfection replacement was performed, and acecide check has not been performed for about 2 months. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.